Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a downstream occlusion between the pump and the patient had occurred. The patient¿s port had been flushed without issue, and the clamp on the chemo line had not been closed. Attempts to resolve the issue by changing out the cadd pump had not been successful. Once a new cassette had been used, the pump had infused without issue. The continuous infusion rate had been 2.2 ml per hour; with a reservoir volume of 100 ml. No drug had been administered prior to resolution. The pump had not been used to prime the extension tubing. The event occurred while in use with a patient at the facility. The patient had been medically affected by a delay in starting the infusion.

Manufacturer narrative:
H3, h6: updated. The suspect product was returned for evaluation. Visual inspection was performed and was found that there were some dried-up residuals. Images were observed and it was noted that the extension set was connected in reverse to the flow direction. The lot history review was performed, and it was confirmed that there were no previous conformities noted. Functional test was performed and was confirmed that there was a proper flow. The allegation made by the complainant was confirmed. The probable root cause of the event was due to incorrect installation of the extension set during use.